Event description:
Healthcare professional reported right side "possible biocell textured device" and "deflation." Later, healthcare professional reported "scar tissue elevating the strap off the valve". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, "scar tissue elevating the strap off the valve"

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ deflation: observed opening on radius side assessed as fold flaw opening. ¿ plug strap separated: observed broken on plug strap side assessed as surgical damage. As per the investigation procedure, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "possible biocell textured device" and "deflation." Later, healthcare professional reported "scar tissue elevating the strap off the valve". Device has been explanted.